Event description:
It was reported that the patient underwent an l3-l4, l4-l5, and l5-s1 posterior lateral spine fusion using rhbmp-2/acs. It is further reported that later imaging studies showed uncontrolled bone growth resulting in nerve compression near where the rhbmp-2/acs was implanted. It is reported that the patient currently suffers from chronic pain, radiculitis, emotional distress and mental anguish.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 patient underwent the following procedures: redo surgery, translumbar interbody fusion, l3-4, l4-5 and l5-s1 inclusive using cage, and rhbmp-2/acs. Redo complete laminectomies, l3-4, l4-5 and l5-s1. 3. Posterior lateral spine fusion, l3-4, l4-5 and l5-s1 inclusive using an instrumentation and autograft. Preoperative, postoperative diagnosis: status post lumbar laminectomy, l3-s1 with instability, total disc collapse and radiculopathy. Per op-notes: ¿once the endplates had been cleared and the disc material removed from the intervertebral disk space, rhbmp-2 was packed into the far lateral reach of the interspace. Next, an 8mm cage was filled with rhbmp-2.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.